Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed on the device and no failures related to the customer complaint were found. Review of the receiver log confirmed the customer complaint. The customer complaint of receiver vibrating continuously was confirmed, and the root cause was determined to be a hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, receiver was vibrating continuously. No additional patient or event information is available.